Event description:
Customer reported that a technician dropped a positive control vial onto a bench and that it splashed into their eyes when using ortho hcv 3.0 elisa. An eyewash procedure was followed after the incident and a baseline draw was performed and determined to be negative. The customer called to review the viral inactivation procedure regarding the positive control material.